Event description:
Event description boston scientific received information that during an intrinsic amplitude test of this cardiac resynchronization therapy defibrillator (crt-d) the patient felt a twitch in their shoulder. The physician witnessed this and it could not be duplicated with manipulation. The patient reports that they have felt it in the past a couple of times. Additional information provided states that during the explant of this crt-d (due to normal battery depletion) the rate/sense portion of this defibrillation lead was capped due to a suspected insulation breach.